Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per the package inserts of the components swelling, pain, and wear of the polyethylene articulating surface are known potential adverse effects of the tka procedure if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that following a knee arthroplasty, the patient is experiencing pain and swelling after standing for long period of time, and early implant wear. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Sections could not be completed with the limited information provided. Concomitant medical products: persona all poly patella, item number: 42540000032, lot number: 62543087; persona stemmed 5-degree cemented tibia, item number: 42532007902, lot number: 62440843; persona ps fixed bearing articular surface, item number: 42521400911, lot number: 62325771. This report is number 1 of 5 mdrs filed for the same patient (reference 0002648920-2017-00074, 0002648920-2017-00076, 3007963827-2017-00013, 0001822565-2016-03915, 0002648920-2017-00073).

Event description:
It has been reported that following a knee arthroplasty, the patient is experiencing pain and swelling after standing for long period of time.